Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most likely cause was due to, the user used a high energy endo therapy accessory, such as high frequency, without keeping enough distance from the distal end of the subject device. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the duodenovideoscope's forceps elevator had a burn.  There were no reports of patient involvement.